Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with the locator and header bag. No other components were returned for investigation. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was conducted, the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was then applied to the anchor and the suture broke upon pulling and full testing was unable to be completed. The returned header bag was examined, and the temperature indicator was triggered upon receipt. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device sleeve was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that doctor deployed the angio-seal device after completing paod treatment. During the process, all steps were correct, and the blood return was normal. When the doctor pulled the device back, he did not feel any resistance, but pulled the device out of body directly, and finally found that the anchor was stuck in the sheath. The patient was in good condition. Manual compression was performed to complete bleeding. The blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. Additional information was received on 02september2020: a pre-deployment angiogram was performed before using the angio-seal, the physician deployed angiogram and confirmed that the puncture site complies with IFU regulations.